Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed chipped and cracked top case. Cracked right plunger case on the side and bottom case at left bracket area. Customers reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been due to reference voltage being below range. Actions taken to mitigate the reported issue: replaced main board. Performed power up process and all functional tests which passed.

Event description:
It was reported that device has a defective main board. No patient injury reported.